Manufacturer narrative:
Device did not reach eri.

Event description:
New information received notes that the device gave several charges in short period of time. The device did reach the eri yet. Extended charge time was noted, so the physician decided to explant and replace the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving patient notification alert, capacitor time limit reached alert was observed. The patient left the clinic before further testing. The patient came in to the clinic again for further investigation. A manual capacitor reform was performed and normal charge time was noted. The cause of long charge time was unknown. The device was also identified to be a subject of the advisory. Physician would likely elect to change out the device.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the high voltage charge log. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.